Event description:
The caregiver reported a leaky catheter. The spine site was opened and the catheter was noted to be coiled up subcutaneous (out of the intrathecal space). The catheter was replaced. There was no iridium tip at the end of the catheter. The catheter length measured and was equal to what was originally implanted. The patient reportedly recovered without sequelae. The medication used was compounded baclofen.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.